Event description:
It was reported that while performing a painless impedance lead measurement test, the right ventricular (rv) lead exhibited a high out of range shock impedance measurement, measuring greater than 130 ohms. Technical services (ts) was consulted and offered troubleshooting suggestions. The rv lead remains in service at this time. No adverse patient effects were reported.